Event description:
It was reported that customer stepped on the ac plug of the cardiosave intra-aortic balloon pump and damaged the grounding pin. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) had evaluated the unit and replaced the reel, ac power cord, domestic, tdk lambd and than performed a pm, a full calibration and tested the unit. The equipment works to the manufacturer's specs and cleared for the clinical use. The equipment was returned to the customer.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a